Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch. The physician elected to cap the atrial lead and a new atrial lead was implanted on (B)(6) 2026. The patient was stable throughout the procedure.